Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to unknown reasons. Cuff was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.